Event description:
Customer reported event desc: the biopince gun misfired. After the biopsy was completed successfully, the gun fired while it was on the sterile tray. The gun was discarded.

Manufacturer narrative:
We are unable to determine the root cause of the event reported by the customer without further investigation of the device used by the customer. The device was discarded and unavailable for further investigation. The device reported was manufactured by a supplier we no longer receive the product from. We now manufacture the device in house. Per our risk evaluation, some potential causes for the event experienced include incorrectly molded parts, incorrect assembly, or customer misuse. Risk control measures put into place include incoming inspection, in-process inspection, performance validation, qa inspection, and dfu. Implementation verification of these risk measures include procedures, mold releases, qa sampling, performance validation and dfu. The device was used successfully to complete the procedure and malfunctioned afterwards. As stated above, without the device available for review, the root cause can not be conclusively determined for the defect which occurred.